Manufacturer narrative:
B.4, g.3, and h.2 updated. Additional information added to b.5 and b.7. Investigation is ongoing.

Event description:
Medical records were received for review. Post valve implant there was mild pvl noted. Approximately 7 months post implant there was now moderate pvl observed, with no central regurgitation or stenosis of the valve noted. Post dilation was performed approximately 11 months post implant and the overall regurgitation across the valve was reduced to trivial.

Manufacturer narrative:
Corrected h.6 type of investigation, investigation findings, and investigation conclusions. The valve remains implanted. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other events related to pvl from the lot. A review of the IFU was performed. No IFU/training deficiencies were identified. Imagery was received for review. The patient's valve annulus was elliptical in shape. The 23mm valve size is confirmed to be the appropriate valve size for the annulus size. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no device problem was identified affecting distributed product, no product risk assessment (pra) is required. Since no edwards defects were identified, no corrective or preventative actions are required. The paravalvular leak was confirmed based on imagery review. A review of the device history, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, approximately 11 months post successful tf tavr with a 23mm sapien 3 ultra resilia valve the patient presents with moderate plus pvl. The patient was treated recently with a 23mm true balloon with complete resolution of the pvl. Medical records were received for review. Post valve implant there was mild pvl noted. Approximately 7 months post implant there was now moderate pvl observed, with no central regurgitation or stenosis of the valve noted. Post dilation was performed approximately 11 months post implant and the overall regurgitation across the valve was reduced to trivial. It was noted from imagery review, that the annulus was elliptical shape. In this case, deploying the valve in non-circular annulus does not guarantee proper sealing of valve into native annulus leading to initial paravalvular leak (pvl). This initial pvl may have worsen overtime resulting in moderate pvl as noted in the complaint event. Additionally, post dilation 11 months after implantation resolved the issue which indicates that the valve was under expanded during initial implantation. As such available information suggests that procedural factors (under expanded valve) and/or patient factors (elliptical annulus) may have contributed to the reported event.

Manufacturer narrative:
Investigation is ongoing. H3 other text: valve remains implanted.

Event description:
As reported by the clinical specialist, approximately 11 months post successful tf tavr with a 23mm sapien 3 ultra resilia valve the patient presents with moderate plus pvl. The patient was treated recently with a 23mm true balloon with complete resolution of the pvl.